Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had an abnormal discharge. The customer completed the procedure using a backup instrument of the same kind with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no damage observed prior to use or after the discharge occurred. The cannula was functioning properly. There was arcing observed and the arcing grounded on the instrument jaws. The surgeon was cauterizing using bipolar coag when the issue occurred. The instrument was connected properly and used for around an hour prior to the arcing event. A prograsp forceps instrument was in use at the time of the event. The instrument was in contact with tissue when the arcing event occurred but there was no damage to the surrounding tissue and no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A video recording of the procedure was received. A review of the submitted video was performed and arcing was observed between the instrument's jaws. The root cause of the failure mode cannot be confirmed without the returned device. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, between both grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.